Event description:
Customer reported with an issue of leakage from a-rubber (insertion tub/bending section) and minor play in udrl (up/down/right/left) knob. The issue found during preparation for use. There was no patient harm , no user injury reported due to the event. Device return evaluation found forceps elevator has foreign material.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection , service repair noted during incoming inspection and evaluation, found the forceps elevator has foreign material. Furthermore, it was found angulation is lower than standard. Angulation( play observed). Due to a cut on a-rubber(insertion tube/bending section) water tightness is lost (leakage). The customer reported issue could be confirmed. Additionally, the following findings during device evaluation were observed: due to deformation of el-connector, water tightness is lost. Adhesive on a-rubber is detached. A-rubber has cut. Connecting tube has a scratch. Connecting tube has discoloration. Connecting tube has a wrinkle. Ig protector has a scratch. Forceps channel port is shaved. Grip has a scratch. Grip has discoloration. S-cover has a scratch. S-cylinder is shaved. Control unit has a scratch. (Switch) sw1 has a cut. Sw4 has a scratch. Switch box has a scratch. Protector of universal cord on control section side has a scratch. Protector of universal cord on s-connector side has a scratch . Universal cord has a scratch. Universal cord has coating peeling. S-connector has a dent. Lg-cover glass has a scratch. Due to clogging of nozzle, water removal ability does not meet the standard value. C-cover has a dent. Lg (light guide) lens has a chip. Lg lens has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed the reprocessing steps were followed in accordance with the instructions for use, however the reprocessing steps were unable to be completed on the subject device because of the leakages. There was no patient harm or consequence reported as a result of the event. Based on the results of the investigation, the foreign material adhering to/around the forceps elevator could not be identified and the root cause could not be determined. However, it's probable the reprocessing steps recommended in instructions for use were not performed completely due to water leakage from the device. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the foreign material found in the forceps elevator.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).